Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's daughter reported that the patient developed aspirating pneumonia and died approximately two weeks after the pacemaker implant procedure. These events occurred back in 2015 and were reported to boston scientific from the patient's family through a patient information verification form. No additional information is available.